Manufacturer narrative:
The investigation of positioning issues has been completed. No product was returned. Clinical information notes the pump appeared to be caught in the mitral apparatus and was repositioned a little bit. The cause of the positioning issue was not determined since the product was not returned and insufficient clinical details were provided. B.1 revised to reflect product problem only as adverse event was reported incorrectly on the initial manufacturer device report number 1220648-2025-25983. B.2 revised to reflect as blank for all selections as adverse event with required intervention was reported incorrectly on the initial manufacturer device report number 1220648-2025-25983. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25983 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.1 revised to reflect malfunction as serious injury was reported incorrectly on the initial manufacturer device report number 1220648-2025-25983. H.6 codes 1886, 4629 and 4627 were reported incorrectly on initial manufacturer device report number 1220648-2025-25983. New codes were added.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device and experienced pump positioning issues. Two days after start of support, the pump was repeatedly found malpositioned at the mitral apparatus. The physician attempted to re-adjust the pump position as the patient was suffering from signs of hemolysis. The following day, the patient was weaned to support level p-3 in the unit and taken to catheterization lab for removal without incident. The patient was reported to be stable following the event.